Manufacturer narrative:
Product ID 977a290, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 977a290, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported both leads had migrated down from their original location and the patient had lost the stimulation. It was confirmed with x-rays. The leads were explanted and replaced on the day of this report. It was reported the patient was fine at the time of lead replacement.